Manufacturer narrative:
On 8/1/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the suspect medical device and concomitant device's lot number was 266709. Mentor also became aware that the replacement devices were the following: (left) mentor memorygel breast implant 350cc gel catalog: 3503501bc lot: 7578249 sn: (B)(4) and (right) mentor memorygel breast implant 350cc gel catalog: 3503501bc lot: 7578249 sn: (B)(4). In addition, mentor became aware that the correct date of event was (B)(6) 2018. On 8/14/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: the device contained gel with cloudy appearance, upon receipt by mentor. Brown material was observed within the device. Brown material and gel were observed on the shell surface. During visual examination, product evaluation observed the device severely rented; it was returned in one piece. Additional shell abrasion was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 266709 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 350cc gel, catalog: 3507350bc, sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation revision with mentor memorygel breast implant 350cc gel breast prostheses. Bilateral rupture was discovered by MRI. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.